Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The low limit in sensor setting was 70 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was having issues with the sensor suspending the insulin pump due to low sensor glucose since morning. The other sensor glucose value was 72 mg/dl and corresponding blood glucose value was 129 mg/dl. The customer was informed that his blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.